Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the device was not in clinical use when the problem occurred. It was reported to philips that the device would not produce an x-ray. The philips field service engineer (fse) assessed the system on-site to perform troubleshooting. A review of the system log file showed a device programming failure with the x-ray generator. During troubleshooting, fse found that the problem was caused by the grid switch on the x-ray tube. The problem was solved by uninstalling the allura system and installing a new azurion system, as the customer wanted to renew the system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.